Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Known distal fibula plate, device remains implanted.

Event description:
It was reported that one of the distal holes in the fibula plate could not be locked with the screw. Spare screw was used, but could not be locked with the same hole. The distal hole was not used and another hole was used instead. The screw was implanted though enough locking was not performed. The angle of the screw was not over 15 degrees. The depth of the screw insertion was proper.